Event description:
Approx 9 years post-op a partial ossicular replacement procedure due to a loss of hearing the implant was explanted and replaced. The surgeon states that the implant was found broken during the revision.